Manufacturer narrative:
Based on the evaluation performed on the received samples of sol-care safety needle 25g × 1" (ref: sn2510, lot: 07108026), no anomalies or defects related to the reported issue were identified. All conducted tests, including visual inspection, simulation of use test, and leakage test, confirmed compliance with the expected performance requirements.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed.

Event description:
Customer reported that the vaccine sprayed out from between the needle and syringe and did not get injected into patient.

Manufacturer narrative:
Investigation in progress. Additionally, no trends related to this issue have been identified during our track-and-trend analysis. No samples are available of the suspect device. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.